Manufacturer narrative:
The investigation of the issue is still in progress.

Event description:
There are no reports of any patient or user harm related to this issue. Alignrt (and gatert) can be interfaced to gate the treatment beam on siemens linacs. Whilst connected to a siemens linac, for reasons still under investigation the alignrt system may report the following warning message during a period of beam-holding due to the patient being out of position: "linac beam status is not as set. Hold the beam from the linac console. Gating has been disabled. Restart alignrt to enable gating". While the warning message is displayed and from this point onwards, the alignrt system may allow the beam on the linac to be enabled independently of the patient position. This occurred only at one customer's site. The customer confirmed that the issue was promptly identified and that no patient harm occurred. There are no reports of a similar issue having occurred at other sites.